Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. The medical records indicate the patient experienced adhesions, erosion, infection secondary to diverticulitis, pain and inflammation. Adhesions is listed as a known possible adverse reaction listed in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 1998 - patient was diagnosed with an enterocele, cystocele and rectocele. The patient underwent an abdominal sacrocolpopexy with implant of an unspecified "marlex" mesh, halban culdoplasty, excision of left adnexal mass, paravaginal repair, posterior colporrhaphy, perineorrhaphy and cystoscopy. On (B)(6) 2013 - the patient was diagnosed with mesh erosion through vagina from prior sacrocolpopexy procedure and chronic pelvic infection secondary to diverticulitis. The patient underwent excision of mesh from sacrocolpopexy, partial upper vaginectomy with repair and a rectosigmoid resection. Of note, the operative report states that the mesh was densely adhered to the distal aspect of the pelvic sidewall. These were lysed using sharp and blunt dissection.